Event description:
Bayer case number: (B)(4). Chronic pain [pelvic pain female] frequent infections [recurrent infection] autoimmune symptoms [autoimmune disorder] fatigue [fatigue] organ damage including exocrine pancreatic insufficiency [pancreatic exocrine insufficiency] organ damage [organ failure] frequent kidney stones [kidney stones] persistent and worsening migraines [migraine aggravated] case narrative: the below report was received by health authority maude (reference number: mw5171427) on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a 31 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included ergocalciferol, ubrelvy (ubrogepant), topiramate, sumatriptan (sumatriptan succinate), prenatal (ascorbic acid, calcium pantothenate, colecalciferol, copper sulfate, cyanocobalamin, ferrous sulfate, folic acid, magnesium oxide, manganese sulfate, nicotinamide, phytomenadione, potassium iodide, pyridoxine hydrochloride, retinol acetate, riboflavin, sodium selenate, thiamine, tocopheryl acetate, zinc sulfate), prednisone (prednisone acetate), iron (ferrous gluconate), ondansetron (ondansetron hydrochloride dihydrate), celecoxibe and amlodipine (amlodipine besilate). On an unknown date, the patient had essure inserted. On 03-nov-2023 she experienced pelvic pain (seriousness criteria disability and intervention required), infection ("frequent infections"), autoimmune disorder ("autoimmune symptoms"), fatigue ("fatigue"), pancreatic failure ("organ damage including exocrine pancreatic insufficiency"), organ failure ("organ damage"), nephrolithiasis ("frequent kidney stones") and migraine ("persistent and worsening migraines"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered autoimmune disorder, fatigue, infection, migraine, nephrolithiasis, organ failure, pancreatic failure and pelvic pain to be related to essure administration. The reporter commented: years after essure procedure, required hysterectomy to remove essure devices due to chronic pain, frequent infections, autoimmune symptoms, fatigue, organ damage including exocrine pancreatic insufficiency and frequent kidney stones, and persistent and worsening migraines. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.